Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Produce requested, not yet received.

Event description:
During a procedure utilizing a suture anchor, the inserter tip fractured upon insertion into the patient's bone and was unable to be removed from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a procedure utilizing a suture anchor, the inserter tip fractured into the patient's bone upon insertion and was unable to be removed from the patient. Another suture anchor was used to complete the procedure with minimal delay. It was noted that a new hole had to be drilled.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The inserter tip is bent at about a 45 degree angle and both prongs have fractured off. It is mentioned that the surgeon may have hit bone due to the drilled hole and anchor insertion not being aligned. With the given state of the returned device, this is a likely scenario; however, this cannot be definitively proven. The fractured tip was reported to remain in the patient and therefore, was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.